Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. A 10mm / 3.00mm flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation for 10 seconds. The balloon was then simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.